Event description:
A report was received that stated the customer experienced problems with introduction and locking of the inner cannula. The report also stated the inner cannula exhibited a sharp degree along with the entire center line on both sides, and the curvature of the inner and outer cannula is not consistent. No other info regarding any pt involvement or use requiring intervention was contained in the report.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.